Event description:
Customer reported experiencing symptoms of headache, weakness, vomiting and lost of consciousness. Customer also reported receiving a blank screen on their freestyle flash glucose monitor and a high reading of 495 mg/dl at one point of time. Customer reported calling paramedics and taken customer to the hosp and reports being diagnosed with diabetic ketoacidosis. The course of treatment at the hosp is unknown. It is also unknown whether the blank screen contributed to the reported event. An investigation into the details of this event is in process.

Manufacturer narrative:
The meter involved in this event was requested back in march of 2007 for an unrelated complaint rec'd by adc customer service. The customer's meter has again been requested back for investigation. A follow-up report will be filed once investigation results are available.